Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 300 mg/dl to 546 mg/dl. Customer reported that the catheter was completely bent so wasn't getting any insulin. Customer reported that she was in auto mode during the time of the high blood glucose. Customer declined troubleshooting. The insulin pump will not be returned for analysis.